Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8711 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2012 with acute renal failure and elevated liver enzymes. It was suspected that the infusion system was interfering with the patient's care. The patient did not have a fever, pruiritis, altered mental status, or increased spasticity. The drug in the pump was baclofen.